Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose over 600 mg/dl. The customer reported feeling ill and experienced diabetic ketoacidosis. The customer stated their sensor was not alerting them of a high, causing the customer to be hospitalized. The customer was treated and released from the hospital. The customer was wearing the insulin pump at the time of the hospitalization. The customer declined to troubleshoot for the insulin pump. The customer's current blood glucose was 120 mg/dl. The insulin pump will not be returned for analysis.